Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings:a review of the black box showed occlusion during prime alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. The call service 064 alarms in the black box history were not able to be reproduced during investigation. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.